Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site, making it difficult to attach the external sound processor. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, in order to replace the abutment to a much longer length.